Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, both images provided as of this date have been reviewed and it show radiolucency under the tibial base plate which could indicate loosening but the revision report wasn¿t available to confirm. It has been communicated via email that no additional relevant supporting clinical information is available. Based on the limited clinical information the root cause of the persistent knee pain cannot be confirmed but tibial loosening cannot be ruled out. The patient impact beyond the reported pain is undetermined. Therefore no further clinical assessment can be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to unexplained pain. No more information provided yet.